Manufacturer narrative:
Analysis of programming history.

Event description:
On (B)(4) 2013 it was reported that a faulted system diagnostics test occurred that changed the patient's settings on (B)(6) 2008. Only the on time was fixed prior to the patient leaving the clinical visit. No adverse events were reported to have occurred due to this settings change.